Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet pump with serial number a111130 intermittently and repeatedly indicated charging with associated beeps and screen wake events while not on the charger, causing the screen to remain on and resulting in rapid battery depletion; the device otherwise dosed insulin and blood glucose remained around 180 mg/dl per user report. Symptoms included repeated audible beeps and persistent screen activation. Outcomes included expedited battery drain necessitating device shutdown and temporary transition back to a previous pump. Investigation included data sync and internal log review, followed by a decision to replace the device and request return for analysis. Investigation of this device revealed a suspected charging detection malfunction leading to unintended display activation and power consumption consistent with an electrical or charging subsystem issue. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to charge detection circuitry or associated components.